Event description:
Customer reported a past low blood glucose event with the lowest level displaying as "low," though no specific value was provided. Low bg cause was not known. The customer treated the low blood glucose with juice and was advised by technical support to consult with a healthcare provider to discuss factors affecting blood glucose levels.